Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-01953 and 916099-2007-01954. Please note: device (lot# 13248489) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the clinical study indicating that during the index procedure following implantation of the second stent reduced/insufficient flow occurred requiring post dilatation and causing bradycardia, which was treated with atropin (3ml), suprarenin (9ml) and volume therapy. This event was reported as related to the index procedure and unrelated to the cypher sirolimus-eluting coronary stent. Post procedure cardiac enzymes were also reported as above upper normal level (unl) ,2. A follow-up angiogram was performed sometime after the index procedure and prior to discharge in 2007, however, the results have not been forth coming. The indication for the index procedure was unstable angina pectoris. The lesion was predilated and both stents were deployed in the proximal right coronary artery at 18 atms. Pre and post procedural timi was iii.